Event description:
The nurse reported that the patient was seen in clinic and was now doing well. The patient had been highly medicated at the time of the seizure increase and hospitalization, resulting in fatigue and unresponsiveness. The patient's medication dosages were reduced in response, and the patient was reportedly very energetic at the time of the follow-up visit. The physician was unsure of the cause of the seizures but ultimately believed the seizure increase was related to the excessive medication dosage and not related to the vns. Diagnostics performed at a previous clinic visit were within the normal limits. No additional relevant information has been received to date.

Event description:
A patient was hospitalized after experiencing a recent increase in seizures. No additional relevant information has been received to date.